Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed to determine if the device was manufactured within the bounding time period of the field action us FDA # z-1273-2019. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How many days post-op was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. Does the surgeon believe that an alleged deficiency of the device led to the complications or were there other contributing factors to include patient tissue condition? What is the current status of the patient? Maude report number: mw5087216.

Event description:
It was reported that, "ethicon eea product used in surgery color colon reaction and anastomosis; leak occurred at anastomotic site resulting in a return to surgery in 2018 and resulting in a temporary colostomy with a return in 2018 for colostomy revision due to additional necrosis. Patient went through rehab and wound care. In 2019, she had surgery for the colostomy reversal and a wound vac for non-healing of the site was in 2019 due to abscess formation and drainage with insertion of 2 separate drainage catheters from abscessed sites. The two drains were removed in 2019 with a follow up abscessogram in 2019 with results pending at this time. Multiple tests and wound care I labs ordered in-between the tests as listed above and included multiple extended hospital stays.¿ the ethicon stapler used is under a class I product recall as of 2019.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is the lot number of the device available? Unknown. What were the indications for surgery? (B)(6) '18 colon resection for diverticulitis with adhesions from prior abscess noted. Were there any issues experienced with the device in the initial surgical procedure? Unknown. What healthcare professional fired the device and what is his/her experience with the device? Experienced surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? Unknown. Was the device difficult to fire? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Was a leak test performed? If so, what was the result? Yes and no leaks were noted per operative report. How many days post-op was the leak identified? Pod #7. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. Unknown. Does the surgeon believe that an alleged deficiency of the device led to the complications or were there other contributing factors to include patient tissue condition? Unknown. What is the current status of the patient? Patient had on-going issues with abscess formation, home health for abd wound care after colostomy takedown and subsequent ventral hernia repair. On (B)(6) '19 an abscessogram indicated no significant residual cavity seen of the catheter sites and the patient reported minimal output from the catheters. The catheters were cut and removed subsequently. On (B)(6) '19 the patient has home care orders for out-patient lab work and no further encounters have occurred at our hospital since that date.